Event description:
Housekeeper was collecting sharps containers for infectious waste and stuck her little finger and palm on a needle sticking through the container. The worker has received the hepatitis b series as a preventative measure.